Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient tried activating p-e (the program she uses 90% of the time) and when p-e was activated, she couldn't feel any stimulation. She tried increasing stimulation higher and still could not feel it. The patient can still feel stimulation on the other programs, but she likes p-e the best.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator pocket site was sore. The muscles and the whole area was sore/tender to the touch. It felt like it was bruised, like she had gotten into a fight or like she fell. It has been like that off and on since implant, but it had gotten a little better; however, in the past month it had been really bad at certain times of the day. The implantable neurostimulator moved around/was loose in the pocket beginning around (B)(6) of 2015. The communication difficulties with her external devices could be related to the implantable neurostimulator being loose in the pocket. The manufacturer representative was made aware of the implantable neurostimulator being loose in the pocket in 2015 when the patient met with her for reprogramming. On (B)(6) 2016, it took the patient 30 minutes to get the implantable neurostimulator to turn on when using the implantable neurostimulator recharger. She had difficulty getting the implantable neurostimulator to turn on. Eventually the patient got it to turn on and the implantable neurostimulator battery was 50% charged when she was trying to get it to turn on. The patient tried activating p-e (the program she uses 90% of the time) and when p-e was activated, she couldn¿t feel any stimulation. She tried increasing stimulation higher and still could not feel it. The patient can still feel stimulation on the other programs, but she likes p-e the best. Additional information received reported that the patient had a battery replacement on (B)(6) 2016 due to no therapy and the patient wanting a MRI compatible implantable neurostimulator. Intraoperative, the old system was showing 3 or 4 invalid electrodes with impedances over 10,000 ohms. It was also decided to replace the lead during the surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that the patient had their device replaced on (B)(4) 2016 because ¿all 16 leads failed.¿ it was noted that the patient recovered completely.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.